Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The patient was treated with vancomycin (one gram, injection, frequency not reported), ceftazidime (one gram, intraperitoneally, daily) and heparin sucrose octa sulfate (sos) (injection, dose and frequency not reported). The cause of the peritonitis was unknown. At the time of this report, the patient was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that treatment with antibiotics was discontinued but that the patient was still recovering from the peritonitis. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.